Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported during surgery for an open reduction internal fixation of the left tibia, the tip of the drill bit (310.23) broke off in the bone when the surgeon hit the tip of the bit into a screw. The drill bit tip remains implanted. This is report 1 of 1 for complaint (B)(4).